Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tibial revision due to tibial collapse of the medial tibia.

Manufacturer narrative:
An event regarding loosening involving a scorpio baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for inspection. -medical records received and evaluation: all devices were reviewed by a consulting clinician who confirmed the reported baseplate loosening. However, no further conclusions could be made with the limited information provided. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the limited information provided. Additional information such as patient demographics, operative reports, and examination of the explanted devices are required for further review. No further investigation is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Tibial revision due to tibial collapse of the medial tibia.